Event description:
IT WAS REPORTED THAT DURING A LASER LITHOTRIPSY PROCEDURE TO TREAT URETERAL CALCULUS, THE FIBER SUDDENLY BURNED THROUGH AT A POINT 50 CM FROM THE CONSOLE END, RENDERING IT UNUSABLE. THE FIBER WAS REPLACED, THE PROCEDURE PROCEEDED AS NORMAL TO COMPLETION. AFTER THE PROCEDURE WAS COMPLETED, IT WAS INDICATED THAT THE FIBER HAD FRACTURED AT 50 CM FROM THE CONNECTOR DURING PULL BACK. NO FRAGMENTS FELL INSIDE THE PATIENT. THERE WAS NO INJURY TO THE PERSONNEL AND NO ADVERSE EFFECTS TO THE PATIENT.

Event description:
It was reported that during a laser lithotripsy procedure to treat ureteral calculus, the fiber suddenly burned through at a point 50 cm from the console end, rendering it unusable. The fiber was replaced, the procedure proceeded as normal to completion. After the procedure was completed, it was indicated that the fiber had fractured at 50 cm from the connector during pull back. No fragments fell inside the patient. There was no injury to the personnel and no adverse effects to the patient.

Manufacturer narrative:
The fiber was not available for analysis as the fiber was discarded by healthcare facility; therefore, no physical analysis of the product could be performed. The reported event of fiber Break and overheating of device or device component cannot be confirmed. A Labeling Review was completed, and the Instructions for Use (IFU) states, "Inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement", "A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room" and "Improper use of the fiber or use of a damaged fiber may result in severe eye or tissue damage, or fire in the treatment room, or accidental laser exposure to the treatment room personnel or patient. Refer to the appropriate laser operator manual for detailed safety information." A Risk Review was completed and confirmed that the event of fiber break and fiber overheating were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The Device History Record (DHR) was reviewed and did not identify evidence of deviations or non-conformances in the manufacturing process that could have contributed to the complaint. Based on the information provided, the most probable cause of the reported issues cannot be established due to lack of evidence. Since the investigation findings do not lead to a clear conclusion about the cause of the reported events, the investigation conclusion code selected was Cause Not Established for this complaint.